Event description:
It was reported that a e360 ventilator was producing noise. Patient involvement information was not provided by the customer. Medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed. A non-medtronic service provider opened the compressor and found safety valve is releasing pressure within few seconds time interval. Opened the accumulator and found its outlet is choked. Cleaned it properly also cleaned the water traps made the compressor working.